Event description:
It was reported that an overdischarge was confirmed. It was unknown what number overdischarge this was. A physician mode recharge (pmr) was not performed. The plan was to replace the battery with a non-rechargeable device during a lead revision. A normal recharge had been attempted. The patient then declined the pmr. The lead was going to be replaced/revised due to getting mostly left stimulation. Reprogramming was able to compensate for most of this, but the patient wanted the device placed more towards her painful area, noted to be the right. In addition, the patient had been having difficulty recharging due to the depth of the battery. The patient had been deciding for a year whether or not to have the replacement. The patient recently decided she wanted to as it made a big difference in providing pain relief originally. The patient experienced less than 50% therapy relief at her right leg. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the replacement/revision occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).